Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio-control replaced the battery connector pins as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. The customer indicated that the users were able to power the device back on and continue patient care. It was unknown what the delay in care was due to the loss of power and it was unknown if the patient was in need of defibrillation therapy. No additional information of the event was available. There was no report of any adverse outcome of the patient event.